Manufacturer narrative:
DHR was reviewed. And the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on 04/12/2024. The pump was set to the offset shown on DHR. After testing, the pump had a DHR flow rate of 129.08ml and a deviation of 5.39%. Which, is outside of the allowable range according to the work instructions. The pump was calibrated to the flow rate as received. And the pump passed with a DHR flow rate of 119.27ml and a deviation of -2.46%. Which, is within the parameters on the work instructions. Calibrating the pump's offset to the received amount would fix the issue. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.

Event description:
On 3/8/2024, intuvie received an email from distributor with the issue of flowrate after calibrating the volume. Distributor asked for hexfile from intuvie. No patient was involved as distributor found the issue during calibration.

Manufacturer narrative:
This flowrate issue was observed during calibration done by the distributor. Distributor asked for hexfile and was sent accordingly.